Event description:
The user facility reported an impella 5.5 pump implanted in the patient for mechanical circulatory support had to be replaced. Upon plugging in the impella 5.5 pump, the console displayed a controller failure. The controller failure noted that the pump could be started but that the placement signal would not be available. The automated impella controller was swapped in an attempt to troubleshoot the failure, however, the issue persisted. The impella 5.5 pump was then replaced, and the failure resolved. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed. According to the clinical review, when the pump was plugged into the automated impella controller (aic) it read controller failure. The console was then switched and the same alarm was present. The next screen on the console read replace the catheter or start without placement monitoring. The decision was then made to replace the catheter and the new pump had no issues. Product evaluation confirmed a fiber break on the patient cable side within the red handle. Data log analysis confirmed no other abnormalities. The cause of the optical signal issue was a damaged fiber line due to an error in the manufacturing process. Additional information: d9 added device return date d4 corrected model number.